Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 320 mg/dl. Troubleshoot was performed. Customer performed a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. The customer was advised to revert to back-up plan the insulin pump will not be returned for analysis.